Event description:
It was reported the patient was experiencing jerkin in their arm as if ¿it had a life of its own¿ when stimulation was turned on. It was noted that this started a few weeks ago. It was further noted the patient had their device placed in their upper right chest and the lead went to their ulnar nerve. The reporter stated the patient had no falls or trauma. It was noted the patient currently had their device off because of the issue. The reporter stated they ran therapy impedances and they were >4000 ohms and <(><<)>15 milliamps. The reporter further stated they had to cut short the impedance test because the patient was experiencing significant discomfort t and shocking. It was noted the manufacturing representative tried running impedances at 0.7v, but they had to cut that off as well. It was further noted that a longevity estimate was noted at 117 months. Additional information received reported the patient¿s healthcare professional had planned to do an x-ray. The reporter stated they had no further information. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 7498-25, serial # (B)(4), implanted: (B)(6) 1997, product type extension; product ID 3587a, lot # l47723, implanted: (B)(6) 1997, product type lead; product ID 3587a, lot # l47723, implanted: (B)(6) 1997, product type lead. (B)(4).